Manufacturer narrative:
Visual inspection did not find any anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-04968, 2017865-2020-04970. It was reported that the patient deceased. There is no allegation from a healthcare professional that the death was device related. The causes of death were cardiac arrest, ischemic cerebrovascular accident, ventricular tachycardia, and chronic systolic heart failure. No additional information was reported.